Manufacturer narrative:
One non-sterile trufill dcs was received coiled inside of a plastic bag. The hypotube presented several kinks along of it; the introducer was not received for analysis, the support coil and the gripper presented no visual damage. The embolic coil presented an unraveled/stretched condition and was still attached on the gripper. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under a microscope and the damage was confirmed. The functional analysis could not be performed due to the product condition. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil - impeded-in microcatheter' could not be evaluated due to the product received condition. However during the dimensional analysis the device meets with the od specifications. The failure reported by the costumer as 'coil - unraveled/stretched' was confirm due to the product received condition; however the cause of the damage could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00538, 1058196-2011-00539, and 1058196-2011-00540. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15196965 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of three products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00538, 1058196-2011-00539, and 1058196-2011-00540. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that three orbit coils (638mf0407/15196965, 637mf0306/15398931, and 638mf0407/15370059) stretched during pushing and pulling in the (mc) microcatheter (headerway). After the event, the same microcatheter was used with the next coil. An adequate continuous flush was maintained through the mc at all times, and all labeling guidelines were followed for inserting the coils in the microcatheter. During the initial insertion of the coil delivery systems, there was resistance noted while advancing the coil through the mc, and additional force was utilized to advance or remove the coil/delivery system. There were kinks in the mc that may have contributed to the event. No damages were noticed after it was reshaped, and a balloon or remodeling device was not used in the case. Other than the reported event, no other damages were noticed on the devices (broken, fracture, detached coil, delivery system issues, etc), and the coils remained attached to the delivery systems. No further information was provided.

Manufacturer narrative:
It was reported that three orbit coils ((B)(4)) stretched during pushing and pulling in the headerway microcatheter (mc). The coils remained attached to the delivery system after removal. After the event, the same mc was used with the next coil. An adequate continuous flush was maintained through the mc at all times, and all labeling guidelines were followed for inserting the coils in the mc. During the initial insertion of the coil delivery systems, there was resistance noted while advancing the coil through the mc, and additional force was utilized to advance or remove the coil/delivery system. There were no kinks in the mc that may have contributed to the event. No damages were noticed after it was reshaped, and a balloon or remodeling device was not used in the case. Other than the reported event, no other damages were noticed on the devices (broken, fracture, detached coil, delivery system issues, etc), and the coils remained attached to the delivery systems. No further information was provided. One non-sterile trufill dcs was received coiled inside of a plastic bag. The hypotube presented several kinks. The introducer was not received for analysis; the support coil and the gripper presented no visual damage. The embolic coil presented an unraveled/stretched condition and was still attached on the gripper. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under a microscope and the damage was confirmed. The functional analysis for insertion through a microcatheter could not be performed due to the product condition. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported impedance during insertion through the competitor's microcatheter could not be evaluated due to the condition of the returned device; however the od of the returned device meets specification. The reported stretched coil was confirmed. With analysis the cause could not be conclusively determined. It was reported that additional force was utilized when resistance was encountered during attempted insertion through the microcatheter. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. If unusual friction is noted within the infusion catheter, remove the detachable coil unit. If friction is noted with any subsequent detachable coil unit, carefully examine both the detachable coil unit and the infusion catheter for possible damage. Replace both if necessary. With review of the analysis and device history records there is no indication of a relationship of the reported events to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Although no conclusion can be made regarding the difficulty encountered during insertion through the microcatheter, it appears that procedural factors/interaction with concomitant device may have contributed. Continued manipulation in the presence of resistance appears to have contributed to the reported coil stretching. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00538, 1058196-2011-00539, and 1058196-2011-00540.